Event description:
Smartset gmv peel pouch did not peel open properly and compromised sterility of the product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Two peelable pouches were returned for investigation, both pouches showed evidence of tearing of the backing paper. The pouch backing paper tears along the edge seal line or down the middle of the pouch. The root cause for this complaint would appear to be the peeling of the inner pouch. The amount of force, pressure and speed applied to peel open the pouch does influence the characteristics of the seal peelability and could cause the backing paper to tear. Unless the inner powder bag falls from the peelable pouch the sterility of the pack is not compromised. User error is determined to be the root cause for this complaint, therefore no corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.